Manufacturer narrative:
The customer contacted a siemens customer care center. A ccc specialist reviewed the event data and determined that there was no indication of an instrument or reagent malfunction. Quality controls were within expected ranges on the day of the event. A siemens headquarter support center (hsc) specialist investigated the instrument files and concludes that it is not a reagent issue or instrument issue. The issue is isolated to one patient sample, and the likely cause of the discrepant results was due to sample specific issues such as sample integrity or sample handling. The customer declined further troubleshooting. The instruments are performing according to specifications. No further evaluation of these devices is required.

Event description:
Discordant, flasely low carbon dioxide (co2), free triiodothyronine (ft3) and glucose (glu) results were obtained on a patient sample on a dimension vista 1500 instrument. The initial results were reported and questioned by the physician(s). The same sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2, ft3 and glu results.